Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) procedure due to an unknown reason. The explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) procedure due to an unknown reason. The explanted devices were retained by the medical facility and will not be returned.